Event description:
It was reported that prior to an unk case, the device was fired and the clip was malformed. The device was not used. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.